Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop 01-061 since the serial number for the unit was not provided. The getinge cardiac assist account manager has advised that the customer has no idea which iabp they were using at the time that the error message was seen, and that whichever iabp it was, is already back in the rotation. No further information is available, but if provided later, we will submit a supplemental report.

Event description:
Customer reported that the nurse manager of ccu called to bring awareness to a balloon rupture that happened last week. She was not present for the event. She called the (B)(4) to bring awareness to the event to see if there was something she needed to do regarding the incident. The balloon was discarded at the time of the incident, and the lot number is unknown. Additional information was later received on 08/05/2017 on the patients biographic information, and also that on 07/28/2017, the balloon was noted to be ruptured and removed and discarded. There was visible blood in the tubing, and that the initial alarm on the cardiosave intra-aortic balloon pump (iabp) was "low helium." The helium tank was changed, and right afterwards blood was seen in the helium tubing. Customer stated that "low helium" was the only alarm observed. No patient arm or adverse event was reported. Please refer to related balloon report under medwatch #2248146-2017-00319.